Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the lot information the device was manufactured in november 2022, however the exact date is not known. Therefore, h4 will default to the first of the month. The device was discarded and therefore not returned to olympus for evaluation. However, based on the photo evidence provided by the customer, the reported issue was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation and the information provided, a definitive root cause could not be determined as the device was not returned for evaluation. However, it is likely the reported issue occurred due to one of the following; 1. The grasping section was closed without grasping anything while the output was activated in seal & cut mode. (This includes after tissue resection). This might have caused the tissue pad to wear out and peel off partially. 2. Since the tissue pad peeled off, the non-insulated area came into contact with the distal end of the probe, which caused a contact mark. 3. A force to activate the output in seal & cut mode, or a force to grasp tissue might have been applied to the probe causing the error. The following information from the instructions for use (IFU) pertains to this event: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultrasonic surgical device had a tissue pad that was partially separated from the device. The issue occurred during a therapeutic gynae procedure. The procedure was completed with a similar device. There were no reports of patient harm.